Event description:
There was no patient involved in this event. The device was malfunctioned as the device switching on automatically.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2010 and performed to specification up to the (B)(6) 2010. The device recorded temperatures during this time below the recommended minimum operating temperature. The device failed several self-tests due to a low battery between (B)(6) 2011 and the (B)(6) 2015. Multiple manual power ups of ten minutes duration were observed in the device memory between (B)(6) 2014 and the last log entry on the (B)(6) 2015. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. Voltage fluctuation was observed over the pogo-pins. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in of this report.